Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva system within 1 minute: 45 mg/dl and 96 mg/dl. Customer had unspecified hypoglycemic symptoms at the time of these results. Customer self-treated with food. No adverse event reported. The manufacturer requested return of suspect product for evaluation.